Manufacturer narrative:
An event regarding pain associated with implant loosening following a trauma involving a accolade stem was reported. The event was confirmed. Device evaluation and results: no devices were returned for evaluation however images of the accolade stem were provided which show some fibrous tissue on growth present. The device is otherwise visually unremarkable. Medical records received and evaluation: "a scooter trauma has caused disruption of the still sensitive implant-bone interface of the accolade stem generating a secondary distal fixation modality that due to the non-adapted bone caused a local overload condition with pain requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records concluded. "A scooter trauma has caused disruption of the still sensitive implant-bone interface of the accolade stem generating a secondary distal fixation modality that due to the non-adapted bone caused a local overload condition with pain requiring revision." If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patient had hip revision following the patient was hit by a mobility scooter 12 months ago resulting in unresolved hip pain. Implant was explanted and a restoration modular stem implanted. Patient presented to surgeon with hip pain following injury.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had hip revision following the patient was hit by a mobility scooter 12 months ago resulting in unresolved hip pain. Implant was explanted and a restoration modular stem implanted. Patient presented to surgeon with hip pain following injury.